Event description:
In 2008, a clinical incident involving a super multivac 50 with integrated finger switches was reported to arthrocare corp. During a knee arthroscopy procedure, it was reported the electrode had detached from the tip of the super multivac wand and may still remain in the patient's knee. The physician did not believe surgical intervention should be undertaken at this time, therefore, there is no plan to reoperate. Also, there is no reported injury to the patient and no reported complications.

Manufacturer narrative:
The device was returned for evaluation. A visual examination and functional testing of the device was performed. The detachment of the screen was due to excessive electrode wear. Arthrocare has included in the instructions for use for the device the following warning: "excessive wear of electrodes may result from vigorous use against bony surfaces."